Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the balloon physically broke. A new product was used to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the lock collar, obturator, trocar balloon and dissector balloon appeared intact. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that the hole at the proximal end of the cannula was covered the dissector balloon was inflated, a leak was detected and a small hole was observed. The trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.